Event description:
Customer reported slow boot up and slow calibration of the system. The problem occurred during a procedure. The system worked properly, but the user thought it was slow. There was no injury to the patient and they were able to perform the case.

Manufacturer narrative:
Surgery field service engineer ran the data recovery and reboot commands. This corrected the hesitation of the boot. Checked the instrument calibration. Calibration was accomplished in a normal amount of time.